Manufacturer narrative:
(B)(4). A visual, functional and dimensional inspection could not be conducted since the device sample was not returned. No lot number was provided and therefore no review could be performed. No sample was returned for evaluation and no photo was provided. Based on the available information, the complaint could not be confirmed and no cause identified. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer alleges that the hub is disconnecting/breaking from the needle during application.